Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels and inspiratory tidal volume (vti) levels were both low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) and inspiratory tidal volume (vti) levels both being low was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.